Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing, suspected portion of essure coil in the right cornual region of the uterus") and pyelonephritis ("infection (other) describe: pyelonephritis") in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adnexal mass, endometrial polyp and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion hospitalization), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with panadeine co (tylenol #3), antibiotics and surgery (laparoscopic with cystoscopy and d&c, bilateral salpingo-oophorectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pyelonephritis, pelvic pain, menorrhagia, vaginal haemorrhage, rash, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pyelonephritis, rash and vaginal haemorrhage to be related to essure. The reporter commented: visible coils showing within the endometrial cavity as follows: right: 4 coils left: 4 coils. Not had her hsg for her essure confirmation test not used any birth control since her essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, headache, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing, suspected portion of essure coil in the right cornual region of the uterus") and pyelonephritis ("infection (other) describe: pyelonephritis") in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adnexal mass, endometrial polyp and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion hospitalization), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with panadeine co (tylenol #3), antibiotics and surgery (laparoscopic with cystoscopy and d&c, bilateral salpingo-oophorectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pyelonephritis, pelvic pain, menorrhagia, vaginal haemorrhage, rash, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pyelonephritis, rash and vaginal haemorrhage to be related to essure. The reporter commented: visible coils showing within the endometrial cavity as follows: right: 4 coils left: 4 coils. Not had her hsg for her essure confirmation test not used any birth control since her essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, headache, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, lot no, treatment medications, new events pyelonephritis, menorrhagia, vaginal haemorrhage, rash, migraine, headache and dysmenorrhea added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing, suspected portion of essure coil in the right cornual region of the uterus') and pyelonephritis ('infection (other) describe: pyelonephritis') in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included adnexal mass, endometrial polyp, uterine bleeding, overweight and thrombocytopenia. Concomitant products included ferrous sulfate from 2014 to 2015 and sertraline hydrochloride (zoloft) since 2016. In march 2015, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain - lower abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), micturition urgency ("bladder or urinary problems or changes: urinary urgency"), fatigue ("fatigue"), urinary tract infection ("infection: uti"), cystitis ("bladder infection"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and skin disorder ("rashes or skin conditions type") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced alopecia ("hair loss"). In may 2015, the patient experienced night sweats ("hormonal changes- describe: night sweats") and mood swings ("mood swings"). In 2016, the patient experienced pyelonephritis (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and mental disorder ("psychological or psychiatric problems"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery (laparoscopic with cystoscopy and d&c, bilateral salpingo-oophorectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pyelonephritis, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, rash, migraine, micturition urgency, fatigue, alopecia, night sweats, mood swings, urinary tract infection, cystitis, mental disorder, depression, anxiety, vaginal discharge, weight increased, nausea and skin disorder outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mental disorder, micturition urgency, migraine, mood swings, nausea, night sweats, pelvic pain, pyelonephritis, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: visible coils showing within the endometrial cavity as follows: right: 4 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion.. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan vagina - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, headache, menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events were added: urinary urgency, fatigue, hair loss, hormonal changes- describe: night sweats, mood swings, infection: uti, bladder infection, psychological or psychiatric problems, depression, anxiety, vaginal discharge, weight gain, nausea, dyspareunia (painful sexual intercourse) and lower abdomen. Reporters, medical history, historical drug and concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.